Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to begin. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by mammography and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by mammography and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical impact opening. Shell thickness was within specification) one opening assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed by mammography and ultrasound. The device has been explanted and replaced.